Event description:
The user facility reported that when the table was lowered, a resident's foot got caught underneath. The resident went to the occupational injury clinic and x-rays were administered; the resident sustained contusions. The user facility reported that the resident returned to work and has no sustaining injuries.

Manufacturer narrative:
The foot section of the table was retracted to the full downward position and the table appeared to have been at its lowest height at the time of the reported event, which resulted in little clearance between the end of the leg section and the floor. A steris service technician was unable to inspect the table subject of the reported event as the facility could not identify which table the event had occurred on. The tables are not under steris service contract and are maintained and serviced by the user facility or a third party. The technician reviewed the pinching hazard warnings located in the equipment operator manual, section 2.1 with the user facility. The manual states (pp. 2-1): "during extreme tabletop articulation, various possible pinch points exist. These points are identified in figure 2-1. All personnel involved in tabletop positioning should examine and be aware of these points before operating the table." Steris is scheduled to complete additional in-service training on (B)(4) 2012.